Event description:
The catheter was placed in the pt on (B)(6)2009. In the morning of (B)(6)2009 a nurse discovered that the tube separated from the inserter on the nexiva catheter. The pt was disoriented and confused, so it is possible that the pt pulled the device on his/her own.

Manufacturer narrative:
The sample is not available for the investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)